Event description:
It was reported that rubber stopper shards fell into the vial after it was punctured with the bd luer-lok¿ tip syringe with blunt plastic cannula to draw up medication. The following information was provided by the initial reporter: "customer used lawson item 420297 (3ml syringe bd luer-lok tip with blunt plastic cannula ref (B)(4) to draw up meds. After the medication vial was punctured with the syringe, the vial was noted to have retained shards of the rubber stopper from the top of the vial."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. New jersey, USA has been used as a default. Device manufacture date: unknown. Investigation summary: bd syringes with blunt plastic cannula are specifically designed for use with preslit injection sites. They are not compatible with other injection sites. This is not the intended use of this product, hypodermic needles designed to puncture vials would provide a proper application. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. It is likely based on description that this product is not being used for its intended application. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.